Event description:
Customer called lfs in 2002 alleging their ot ultra meter would not power on. The issue was unresolved with troubleshooting. The customer was having symptoms of high blood sugar. Customer treated self with their medications for diabetes. Customer also visited their physician but did not receive any treatment. The meter has been replaced for the customer. No further info has been reported.